Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 4 months and 6 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was failing due to severe calcific bioprosthetic aortic stenosis. The patient was experiencing chronic heart failure exacerbation and chest pressure. A valve in valve was completed successfully with a non-edwards evolut fx and the patient was in stable condition. The gradients were noted to be 45mmhg with a valve area index of 0.7cm2. The 4d CT showed aortic valve prosthesis with diffuse leaflet calcification, most consistent with leaflet degeneration. According to the medical records, an echo was provided from post op day 1 that showed an evolut pro prosthetic aortic valve was placed in a valve in valve. There was no prosthetic aortic valve regurgitation or stenosis. No further relevant information was provided.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the complaint for calcification was empirically confirmed based on available information to date. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (e.g. Diabetes, hyperlipidemia, hypothyroidism, obesity, etc.). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.